Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive 8mm prograsp forceps instrument to perform failure analysis. The instrument was analyzed and found to have frayed grip cable at distal end.

Event description:
It was reported that 8mm prograsp forceps instrument was broken. The customer reported event has no report of patient injury. Intuitive surgical inc., (isi) followed up with the initial reporter and confirmed that there was no allegation of broken cable on reported instrument.